Manufacturer narrative:
Photo device evaluation: no suspect product was received; however, a video was provided by the customer. The video was evaluated. The video shows an eye implanted with the suspect product. The haptics were observed to be stuck together. Surgical tools were used to separate the haptics. No further issues were observed. Since no product has been received, no further evaluation could be performed. The complaint issue "haptic stuck to haptic" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing record and complaint history could not be reviewed since the iol serial number is unknown. Conclusion: based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The haptics of an unknown model intraocular lens (iol) were stuck and it took the surgeon a while to get the haptics to unstick. Patient prognosis post-procedure is unknown. The suspect iol is not available for return as it was implanted. No further information is available.

Manufacturer narrative:
Additional information: section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR the following information was not captured: "the surgeon's having to get another instrument to free the haptics". The information was known at the time of the initial report, but inadvertently not included. Therefore, this supplemental filing is to correct the information that was not originally captured. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.